Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the buttons were unresponsive. The customer stated that the insulin pump was rested for five minutes and it still had a frozen screen. Advised the customer to let the device rests for two hours. The customer stated that the battery was replaced and she received a battery alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had an intermittent frozen display. Problem isolated to the motherboard and interface board. The keypad buttons were functioning properly.